Event description:
A manager at the user facility reports that enlargement of the incision was required to accommodate removal and replacement of the intraocular lens when folding problems occurred during surgery. Add'l info has been requested.